Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator motor will run but the output shaft will not extend, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Problem with the tilt actuator. There is a part of the range where it goes back on its own and then catches.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Problem with the tilt actuator. There is a part of the range where it goes back on its own and then catches.